Event description:
On (B)(6) 2024, this patient on peritoneal dialysis (pd) reported he was in the hospital and will miss his delivery of pd supplies. In an additional call, a registered nurse (rn) stated the hospitalization (occurring on (B)(6) 2024) was dialysis related. However, there were no reported allegations that the peritonitis event was related to any issues with fresenius products. Additional follow-up attempts were made to reach a pd nurse/pd clinic for further information which were unsuccessful. Therefore, additional limited information was obtained through a follow-up call with the patient. It was reported that the patient was hospitalized for peritonitis. It was reported that the pd culture results were unknown. The patient was treated with antibiotic therapy (details not provided) and was subsequently discharged from the hospital (date unknown). The patient was not able to identify the exact cause of the peritonitis. However, the patient reported there were no issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler (at his son¿s house).